Manufacturer narrative:
(B)(4).batch # k5e921. Investigation summary: the analysis results found that the tr30 was received with no apparent damage. The reload was received fully loaded with staples. The reload was tested for functionality with a test device and it fired and formed all the staples as intended. The staple line was complete and the staples meet the staple form release criteria. Event described could not be confirmed as no malformed staples were observed and the cartridge was received fully fired. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Date of event: month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, malformation of staple. There were no patient consequences reported.